Manufacturer narrative:
Per the user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms and an alarm 6 occurred. Customer's blood glucose was 120-140 mg/dl. Customer changed the infusion set and cartridge to resolve the issues. Customer was inadvertently connected to the tubing during the fill tubing step and received additional units of insulin. Customer consumed juice to address the additional insulin.